Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. It was reported that the suspected peritonitis was manifested by cloudy effluent. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, it was not reported if the patient had recovered from the suspected peritonitis event. Action taken with pd therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.